Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
Customer reported that when flushing saline thru the t lock assembly leaking saline and when they are aspirating blood it aspirates air from t lock. Additional information received 8/24/2023: "there has been no negative impact on the patient."